Manufacturer narrative:
(B)(4) this information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "bradycardia pacing-induced short-long-short sequences at the onset of ventricular tachyarrhythmias a possible mechanism of proarrhythmia?" Journal of the american college of cardiology 2007: vol. 50, no. 7.

Event description:
A journal article was reviewed that contained information regarding this device. Multiple patients were included in the study and there was indication that the many patients experienced "spontaneous"ventricular tachycardia (vt) and ventricular fibrillation (vf) and pacing pauses. However, a one to one correlation could not be made with unique device/serial numbers. The status of the devices is unknown. No patient complications have been reported as a result of this event.